Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and low sensing were observed on the right ventricular (rv) lead. An x-ray examination was performed and a lead dislodgement was observed. The rv lead was capped and replaced with no adverse consequences to the patient. The patient was stable.